Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager was not reading temp correctly. Field service engineer verified and confirmed that issues with refrigerator so customer will order a new refrigerator to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager was not reading temp correctly, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.